Event description:
International affiliate reports that vein stripper was passed down the leg. When withdrawing: there was some resistance and the olive portion of the stripper had dislodged and was embedded and remains in the patient's thigh. Surgery is planned to remove the olive.